Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 107 mg/dl. The customer stated that there is crack on the lcd screen. The customer dropped the device in the bathroom. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the battery cap is not loose, cracked or damaged. The customer stated that this not a second occurrence of off no power with a low battery warning. The customer was advised to monitor the pump.

Manufacturer narrative:
The insulin pump was monitored and tested with no off no power alarm noted during our testing. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. However, the insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, minor scratches on display window and missing the end cap sticker noted. No crack on the display window noted.